Event description:
It was reported when using the pyxis anesthesia es system was not communicating and was currently not operational. The customer stated that they refilled fentanyl, and it was not crossing over to c2 safe or pyxis website and rebooted the machine and still not communicating, but the event reports on the machine showed the refills. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A field service engineer confirmed that the customer resolved the issue. The system functioned as intended after troubleshooting the device.